Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator did not deliver therapy for ventricular tachycardia rhythm due to inappropriate programming. The episode of non-sustained ventricular tachycardia was noted on an egm. Programming changes were suggested. No intervention was performed. Patient is being monitored regularly.